Manufacturer narrative:
On (B)(6) 2021, the returned autopulse platform (sn (B)(4)) was serviced for preventive maintenance (pm). The autopulse platform passed initial functional testing without any fault or error. However, the platform failed the load cell characterization test. The root cause for the observed failure was due to defective load cell module 1, likely due to a mishandling such as a drop or a defective component. During visual inspection, there was no physical damage observed on the autopulse platform. The autopulse platform passed the initial functional testing without any fault or error. Upon further testing, the autopulse platform failed the load cell characterization test as load cells module 1 exceeded normal parameters. The load cell was replaced to address the observed failure. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During preventive maintenance on (B)(6) 2021, the autopulse platform (sn (B)(4)) failed the load cell characterization test. No patient involvement.